Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave was selected for use. During the preparation, prior the product was opened, a small black piece of debris inside the package was noted, the sterile seal was not damaged or nor compromised. The foreign material was loose and just free in packaging. As the piece was inside the packaging, the physician deceived not to use the device. Thus, the catheter was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.